Event description:
It was reported that the surgeon turned the base of the device, heard clicks but the cement did not dispense. This was discovered during set-up but after the pt was under anesthesia. There was a 30 minute delay while a back-up device was retrieved. The pt needed to be administered additional anesthesia due to the delay. There was no pt/user injury reported.

Manufacturer narrative:
The device has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.